Event description:
It was reported that the ventilator stopped ventilating when connected to a patient. A decrease in saturation and tidal volume were observed, but the values are unknown. The final patient outcome was no injury. (B)(4).

Manufacturer narrative:
No parts were replaced therefore the investigation consists of an evaluation of the information from the hospital and the ventilator¿s logs that were received. The hospital performed their own service. The hospital stated that in the afternoon on the reported event date the patient had insufficient ventilation, but there are no recordings in the event logs from the afternoon to support the customer's statement. In the event log, ventilation is started on (B)(6) 2017 at 10:00 am and then the ventilator is shutdown normal on (B)(6) 2017 at 00:53 am and is then started again the same day at 09:40 am. There are no technical alarms in the logs to indicate a ventilator malfunction. According to the test log, the ventilator successfully passed pre-use checks both prior to, on and after the event date. It was reported that a puritan-bennett ventilator was connected to the patient after the incident, but not together with the servo-s ventilator. It is unknown if other parts, e.g. Filter or humidifier, were connected to the breathing circuits and if these were exchanged at the same time as the ventilator. There is no indication of ventilator malfunction on the reported date of the event and not either prior to or after. The root cause of the event has not been determined.

Event description:
Manufacturer reference # : (B)(4).